Event description:
A report was received from the affiliate that during the preparation of a cypher des - 3.0 x 18mm, prior to inserting inside the patient, the physician attached to the endoflator and pulled back to get a pressure seal. However, there was no resistance and the endoflator was sucking in air, indicating that there might be a hole in the catheter. The device appeared normal before the procedure and was removed from the packing per the instructions per use (IFU). It was not manipulated in any way prior to prepping, and was stored on a shelf at the facility.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it belongs to same class of cypher sirolimus drug-eluting stents that are distributed in the united states. It is also available for testing and evaluation, but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.